Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. At the time of implant, the diameter of the aneurysm was 55 mm and the diameter of the aortic neck was 25 mm proximally and it was 26 mm 15 mm distal to that . The aortic neck had a 30 degree angulation and it contained 13 mm of thrombus. The stent graft was implanted at the level of the renal arteries and there was 30 mm of iliac fixation bilaterally. It was reported the stent graft migrated 15 mm distally and there was a type 1 endoleak present with aneurysm expansion to 70 mm. An aneurx aortic cuff implanted proximally and it successfully resolved the type 1 endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.